Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Correction field: d4 (catalog #).

Manufacturer narrative:
Updated field : b4 , g3 , g6 , d9, h3, h2, h11 , h6 (investigation findings, type of investigation, investigation conclusions ). It was reported that the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Reanna, an rn in the ICU, called to request assistance with a gas loss alarm. She stated that the alarm had occurred once and that they followed the help screen instructions to fill the balloon. When asked, reanna confirmed that the connections were secure. A getinge support technician verified that there was no blood or discoloration in the helium tubing. The technician reviewed the proper procedure for resolving this alarm: inspect the helium tubing for blood or discoloration, press the iab fill key for 2¿3 seconds, press start, and recheck the helium tubing. The nature of the alarm and various clinical possibilities were discussed. At the time, there was no clear clinical explanation for the alarm. The technician encouraged reanna to call back if the alarm occurred multiple times within an hour so that further troubleshooting could be conducted together. Product surveillance information was collected.

Event description:
N/a.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.